Manufacturer narrative:
The download data from the returned pod confirmed the generation of an 0x14 occlusion alarm. Rerun of the pod replicated the occlusion alarm. Inspection of the fluid path found a blood blockage in the tip of the formed needle that prevented the flow of fluid through the fluid path. Once the blood blockage was removed, fluid flowed through and rerun of the pod did not result in an occlusion alarm. The blood blockage observed in the formed needle contributed to the original occlusion alarm. Inspection of the formed needle, soft cannula, and bottom housing found no damages or manufacturing deficiencies that would result in bleeding or bruising at the infusion site. The exact cause of the bleeding/bruising event could not be determined. Inspection of the fluid path found the distal tip of the soft cannula to be damaged. Though the soft cannula was damaged, fluid was able to flow through the soft cannula with no issues. It could not be determined if this damage contributed to the occlusion alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that while at a football stadium, patient removed the pod due to experiencing an occlusion alarm after 24 to 36 hours of wear. Patient was bleeding excessively from the infusion site (arm) and sought medical attention from the first aid office on site; an emergency medical technician tightly wrapped the area in gauze and the bleeding stopped after 5 minutes. Patient also reported blood glucose levels of 183 mg/dl and 208 mg/dl, which was self treated with manual injections.